Event description:
Reference number (B)(4) event occurred in the south africa. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose was high and the patient was treated pump and insulin pen. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: south africa.